Event description:
Procedure type: carotid endarterectomy. According to the reporter: the operation went well, but when the nurse did the dressing, she noticed a lot of blood coming out of the drain. A re-operation was performed due to the observed bleeding. It was observed during the re-operation that the suture originally used had broken in the middle of the strand.